Event description:
The pt service representative (psr) assisting a (B)(6) female pt called zoll lifecor customer support to report that the pt's charger would not power on from any outlet. Support issued the pt a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the charger was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt rec'd a replacement battery charger.